Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery only lasts 10 minutes when fully charged. There was reportedly no adverse patient impact.